Event description:
It was reported that "unknown black material was observed in the tubing before use." No patient complications were reported.

Manufacturer narrative:
The returned device was evaluated and a visual and functional analysis was performed. We received (1) flotrac kit with attached infusion set and pressure tubing set for examination. One brown unknown material, approximately 2mm long, was visible inside of the pressure tubing between two stand-alone stopcocks. Priming solution was only visible inside of the IV tubing. Dark brown material was found on the inner surface of the pressure tubing. The brown material did not move during flush test and was partially embedded to the tubing wall or part of the tubing. The material appearance was consistent with burn pvc that attached to the tubing during extrusion. The reported event of "unknown black material was observed in the tubing" was confirmed. Customer report was confirmed to be a manufacturing nonconformance evaluation methodology: flush test was performed with water at pressure 350mmhg for 5 minutes. Visual examination was performed at 10 and 20x magnifications. An investigation into root cause is underway. A supplemental report will be sent with actions taken and device history data.

Manufacturer narrative:
The reported event was confirmed to be a manufacturing nonconformance. An investigation has been opened to determine the root cause and implement any necessary actions. The device history record review was completed and all manufacturing and sterilization inspections passed with no non-conformances.